Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-05469 and 2134265-2014-05567. It was reported that automatic pullback failure occurred. During the procedure an ilab imaging system was used. It was noted that the motor drive unit (mdu) failed to perform automatic pullback with normal lcd display. Automatic pullback was attempted four times but unsuccessful. Sled replacement did not resolve the issue. The procedure was completed with manual pullback using the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-05469 and 2134265-2014-05567. It was reported that automatic pullback failure occurred. During the procedure an ilab imaging system was used. It was noted that the motor drive unit (mdu) failed to perform automatic pullback with normal lcd display. Automatic pullback was attempted four times but unsuccessful. Sled replacement did not resolve the issue. The procedure was completed with manual pullback using the same device. No patient complications were reported.